Manufacturer narrative:
Product ID, 435135 serial# (B)(4), implanted: 2011 (B)(6), explanted: product type lead product ID, 435135 serial# (B)(4), implanted: 2011 (B)(6),explanted: product type lead (B)(4).

Event description:
It was reported that the patient received a shocking or jolting sensation. It was noted that there were no patient symptoms or injuries related to this event. The patient required a magnetic resonance imaging procedure. The device was explanted.

Event description:
Additional information received reported that the shocking or jolting sensation was not related to the need for an MRI. The device was explanted due to the need for an MRI. The patient's status was unknown. No further information was provided.